Event description:
Customer reported three positive advia centaur troponin ultra patient results to the physician. After the high results were reported, the technician ran qc and it was high and out of range. The patient samples were then run on another centaur and the troponin ultra results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.